Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) has been confirmed. Upon evaluation, there was contamination on the j502 connector on the computer / analog (ca) board. The cause of the abnormal shutdowns is the contamination on the ca board connector. The root cause of the contamination is ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was resetting and displaying a code 107 (multiple abnormal shutdowns).